Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards engineer, during design verification (dv) testing of accelerated wear testing (awt) of an edwards sapien x4 a 16f esheath+ had a distal tear noted while using with the 29mm sapien 3 ultra resilia system. There was no patient involvement as this was during testing. It's noted that flushing of the sheath, flushing of the guidewire lumen of the introducer and flushing of the introducer body to activate the hydrophilic coating was completed successfully. A long introducer was inserted into the sheath for pre-expansion. Additional information noted that damage to the distal tip of the esheath+ occurred during insertion of the delivery system with crimped valve pushing out of the esheath+. Removal of the delivery system from sheath was not performed by the engineer. Insertion of the delivery system to the strain relief section felt normal, however pushing through to exit the sheath was tighter than usual. Angle of insertion was not steep and there were no damages to any other devices that the engineer is aware of.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h3, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Visual examination was performed, and the following was observed: liner fully expanded as designed. Distal tip is torn radially along the distal liner edge. Hdpe stretching noted along distal tip tear. All score lines (angled, radial, axial) present. Distal tip opened along score line. No imagery was provided. The complaint for sheath distal tip torn and resistance between system components - difficulty advancing through sheath were confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.